Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were intermittently unresponsive. The patient denied damage or moisture to the pump. The patient reportedly wears the pump attached to a belt and does not clean the pump. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive. The ok keypad button responded appropriately to presses. During investigation, evidence of contamination was found under the up arrow, down arrow, and contrast keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.